Event description:
It was reported the programmer display screen was "washed out," with no visible activity at power up. After waiting a while, it seemed like the programmer did respond to the stylus when the screen was touched in familiar areas. Reboot was tried by unplugging the keyboard and then powering up, with no success. Also, the power cord compartment will not latch. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the reported event of display issues and no visible activity at power up; however, the connections between a printed circuit board and the display were found to be loose. Also, the tabs on the power cord bay door were broken, the ECG (electrocardiogram) connector on the lem (link electronics module) printed circuit board were loose, and the system fan was noisy. (B)(4).